Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported that the in-room device didn't alarm while the psn view station alarmed due to low spo2. No consequences or impact to patient were reported.

Event description:
The customer reported that the in-room device didn't alarm while the psn view station alarmed due to low spo2. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated which included functional testing.  The device was turned on using battery power and ac power.  During the operational testing the unit provided visual alarms and passed simulation testing. The unit's patient type profiles, in the profile setting, were all set to 15 seconds alarm delay and when set to those settings, the alarm will not sound until after 15 seconds and a visual alarm along with "dismiss" message would be displayed during that 15 seconds delay. After the delay, the unit started emitting an alarm. The safetynet on the radical-7 was not set to the customer's safetynet settings on any of the profiles. The unit was capable of connecting to the safetynet system in the lab and was able to be recognized. When an alarm limit was triggered, the safetynet immediately showed the alarm indications on the safetynet screen; the device emitted the alarm after a 15 second delay as designed. The customer complaint was not duplicated but a potential root cause was identified since the unit was not set up to the customer¿s safetynet settings on any of the profiles.